Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the rod was disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Operative notes indicate that fusion could not be confirmed at the l4/l5 level, where the fracture occurred. Pseudoarthrosis could contribute to residual motion in the construct, leading to compounding dynamic stress and failure in fatigue.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place (B)(6) 2017 in which a broken rod was removed and replaced.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6)2017 it was reported to k2m, inc. That a revision surgery took place (B)(6)2017 in which a broken rod was removed and replaced.